Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 : unique device identifier (UDI) not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations are on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to process received messages from the external system allscripts_adt_rx, which caused delays and triggered the critical override status. A technical support specialist worked on the application server es10058155app, verified server downtime, and confirmed the last received messages from the host. The specialist checked the carefusion communication engine (cce) logs and messaging logs, which showed errors in processing messages from allscripts_adt_rx. The specialist restarted net.tcp, net.pipe, external, and data synchronization services. After the restart, messages were current, and all critical overrides were cleared. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations are on critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.